Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 654. Ketones were moderate. Customer alleged pump was the cause; no additional details were provided. Customer went to the emergency room and was admitted to the hospital. Customer was treated with insulin drip, saline, magnesium and potassium. Elevated bg was resolved. Customer was discharged on (B)(6) 2018.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.